Event description:
Major pump unit(s) involved: external control system failure. Specified component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failure. Additional text: driveline cover fx. Protective cover lacerated. Specific component(s) involved: other component malfunction, specify. Additional text: other component: driveline cover fracture. No malfunction. Tape placed. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention: tape placed on driveline. No malfunction. Implant device type: both (in the same or visit). Malfunction device type: lvad.